Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had no power. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had no power on the machine. A field service engineer (fse) found that the station started up interruption as being full height drawer number three in the main station chassis. So, the fse isolated the pyxis bus control module from the drawer, and it powered up correctly. Then the fse replaced the drawer control board, after that the entire station was functional again. The system functioned as intended after the field service engineer repaired the device.